Manufacturer narrative:
The bipolar insert cev636-1a was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device was unable to conclusively verify the complaint as valid.. The coating is not damaged near the jaws. The wave of the wire is compliant: the assembling with the handle is easy. However, it was difficult to assemble it with a tube. The device did not pass the electrical test, and the coating is damaged under the tube. Root cause - the reported issues are not related to the bipolar insert. The difficulty to assemble the device is related to the tube. The smoke, the burning smell, the difficulty to connect the cable are related to the handle. The intermittent working could not be confirmed because the handle and the insert are on short circuit: in this case the energy is not delivered anymore. The damages of coating cannot explain the reported issues but it is probably due to an improper preparation of the device before the coating process or the presence of impurities under the coating. These defects are revealed by the use of the device.

Event description:
This is 3 of 3 reports linked to mfg report numbers 2523190-2021-00122 and 2523190-2021-00123: a facility reported that during procedures, the bipolar insert cev636-1a had difficulty assembling, was working intermittently, emitted smoke between the cable and handle and had a burning smell. Additional information received indicates that from the first use the device was difficult to assemble, and it seemed that the handle would not open. Also the assembly with the bipolar cable was difficult and energy was not always transmitted, it did not work, they tried to change the cable, to disassemble and reassemble it, but it did not seem to work. The last time they tried before sending in for repair, smoke came out between the handle connector and the cable and there was a burning smell. Another microfrance forceps of the same model was used to complete the procedure. There was minor delay in surgery of a few minutes and no adverse patient impact.